Manufacturer narrative:
It was reported that a patient underwent a afib - paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the catheter has significant amount of char. It was reported that there was char on the tip of the catheter that was discovered. It was described as a significant amount of char. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. The lot number provided by the customer was unrecognized as a valid lot number. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a afib - paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the catheter has significant amount of char. It was reported that there was char on the tip of the catheter that was discovered. It was described as a significant amount of char.